Event description:
It was reported that a progav 2.0 (part # fx431-t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, approximately three (3) months post-operatively, the shunt system was suspected of having a blockage. The patient underwent a revision procedure on an unknown date. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Same event as medwatch 3004721439-2021-00370.

Manufacturer narrative:
Manufacturing and quality control data. The progav® 2.0 was manufactured by a qualified employee on december 2020. Deviations during assembly did not occur. The product was finally tested as article (B)(4) and released for packaging and sterilization and was sterilized by miethke. The progav® 2.0 has a normal pressure range of 0 to 20 cmh2o. The parameters after completion of the valve assembly were tested at a flow rate of 5 ml/h or 50 ml/h at set pressures of 0, 5, 10 and 20 cmh2o, and were found to meet specifications. The valve was pre-adjusted to 5 cmh2o in accordance with the specification. All tested parameters were assessed according to specifications. Visual inspection: the following observations were made during the visual inspection: bloody deposits on the ventricular catheter and deflector. Permeability test: the test showed that the progav® 2.0 is permeable. The ventricular catheter is permeable too. Adjustability test: the progav® 2.0 was found to be adjustable to all pressure settings. Braking force and brake function test: the braking force of the progav® 2.0 was within the specified tolerance and the brake function operated as expected. Internal inspection of product: after dismantling of the valve, bloody deposits were found on the inlet and outlet grommet of the progav® 2.0. Results: based on our investigation results, we cannot identify a malfunction in the valve. However, we assume that the significant deposits found within the valve may have temporarily caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Small amounts of non-visible deposits/proteins might compromise the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke (B)(4).